Event description:
During routine testing of the device, the user reported the thermistor on the probe was broken. No other details regarding the nature of the event were provided. Since the event occurred during routine testing, there was no patient involvement during this event.